Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach insulation degradation exposing the outer coil at 7.0-7.1 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.